Event description:
Device 3 of 3 reference MFR. Report#: 1627487-2013-05622 reference MFR. Report#: 1627487-2015-05342

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.